Event description:
During an MRI scan with an magnetic resonance equipment model 9500 monitor and fiberoptic ECG module, a patient received a skin burn beneath the right-arm (white lead wire) electrode of a quadtrode ECG electrode. It was reported that a visible ECG waveform was evident throughout most of the MRI scans until the very last sequence. Following the scans, the MRI technologist observed a loosened lead wire clip on the right-arm electrode of the quadtrode electrode when removing the patient from the MRI bore. The right-arm ECG lead wire electrode pinch-clip on the mre 9500 system had become melted during the MRI scans. The quadtrode electrode was still attached to the patient's chest with no damage evident to the electrode pad or its electrodes. The burn was a slight red mark on the patients chest. It was confirmed that the mre 9500 system was using the fiberoptic ECG module during this event.